Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the liquid embolic did become embedded in an unintended location in the m1-m2, but it did not require any medical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the marathon catheter ruptured during injection of squid liquid embolic. The patient was undergoing treatment for avm embolization in the left mca at the m2-m3 segments. The patient's vessel tortuosity was moderate. The access vessel was 3.1mm. It was reported that the doctor started injecting squid 18 over period of 37min with the regular interval of 1min. After injecting around 3.4ml of squid they noticed leaking of squid from distal portion of the marathon catheter. They immediately stopped injection and withdrew the marathon from the system. A new marathon was used to finish the case. The catheter had ruptured in the distal portion, but was intact. There had been no friction/difficulty during delivery, and aside from the rupture, there was no other damage to the catheter. The injection rate was .15ml/min. The patient did not experience any symptoms, and was said to be alive with injury. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a neuronmax sheath, neuron guide catheter, hybrid microwire guidewire, and squid 18 liquid embolic.